Manufacturer narrative:
A software analysis was initiated. It was determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that about an hour into the case the camera cart disconnected showing a pcoip message, then came back on after a minute. They never lost navigation and were able to proceed without delay. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. Analysis found that software determined that the software was behaving as intended. If information is provided in the future, a supplemental report will be issued.